Event description:
A customer contacted beckman coulter inc. (Bci) to report getting a cal reference drifts and the flow cell drain overflowed. No injury was reported.

Manufacturer narrative:
Customer technical support (cts) instructed the customer to take line 36 off and observed fluid coming out of the drain port. No obstruction was noted. Cts had customer prime and it's still filling up drain.(B)(4) a bci field service engineer (bci) found j2 valve on ise drain assembly not working. Fse shut down and restarted the instrument; however, the valve was still not operational. Fse replaced j2 on valve assembly, primed ise, calibrated ise and ran qc. This issue has been resolved.